Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump passed displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir ring was broken off and it was missing but the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.